Manufacturer narrative:
No product returned for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted. The t:slim pump user guide recommends charging the pump for a short period of time everyday.

Event description:
Received info stating customer's pump unexpectedly shutdown. Reportedly, battery life was at 25% went shutdown occurred. The pump had been charged 10 days prior. There was no impact to customer's blood glucose level.